Event description:
It was reported from japan during an arthroscopic rotator cuff repair (arcr) on a shoulder for a rotator cuff tear it was observed that around two hours after the start of use the vapr tripolar 90 suction elect electrode device became less energized, began to make sounds, and displayed an error message briefly. It was reported that the error message only appeared for a moment and could only be confirmed as ¿output ER.¿ it was reported that there was a 30-minute delay in the procedure due to the event. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. Investigation summary: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that was in a used condition and was not returned in its packaging, the active tip had signs of activation. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that an output short error code was displayed when activating the ablation function using both the foot pedal and hand controls. The electrode will be sent to the manufacturer for further evaluation. The supplier performed an evaluation with the following results: device was received only in the bag, the tip was in a used condition, the ceramic tip was heavily marked, no other anomalies could be observed on the device. Further inspection revealed that tissue debris blocking the suction path at the distal tip. The blockage was identified by inserting a thin gauge wire in the suction path. The electrode failed the hipot electrical test and activation functional test, thus the complaint can be substantiated. The customer's device was manufactured in march 2024. A DHR review has been performed for the complaint device lot number; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer stated that the electrode was 'less energized, began to make sounds, and displayed an error message for a brief moment. Further inspection recorded that the suction holes was blocked around the distal tip. The investigation replicated the customer's 'output shorted error'. The electrode failed the hipot and activation tests, thus the complaint can be substantiated. The physical complaint device has been returned to atl UK for investigation. From investigation were able to confirm a fault with the complaint device substantiating the customer reported issue that the device displays an output shorted error. The device failed electrical testing, also failed functional testing displaying an output shortage error when activated and flow rate tests failed to meet the required specification. Further investigation was conducted by the atl UK process engineering team which confirmed a leak between the inner and outer shaft resulting in saline to short between the two shafts and created an arc inside the shaft which caused the output short. To detect the leak the electrode was dismantled, the active tip was sealed off and a positive pressure of water was applied to the enteral adapter. While checking for leaks appearing along the suction tube path, saline could be seen emanating from a gap between the return shaft and active suction tube. The exit point of the leak strongly suggests an incomplete adhesive bond at the distal end which is further evidenced by melting of the heatshrink at the point the inner shaft meets the ceramic tip which is the arcing point and cause of the output short. The failure mode seen is consistent with previous complaint devices investigated under CAPA investigation caused by an insufficient amount of glue dispensed between the active shaft and the ceramic resulting in leakage path for saline to enter. The CAPA indicated the root cause of the problem and the corrective actions on june 2019, the customers complaint device was manufactured with a similar issue after the implementation of process improvements. The defect seen is a known failure mode. Loss or deterioration of function could lead to the procedure delay and as an outcome of that to the increased procedure time-patient being under anaesthetic for extended period of time. Over the last 12 months devices have been shipped. A review of our complaint data over the last 12 months shows the occurrence of this defect is an isolated case and the frequency is in line with the predicted failure rate in the product risk analysis and remain as alra and no further action has been recommended. As detailed, all tripolar 90 electrodes are 100% inspected for leaks as part of their product test regime on cell 5 automatic tester therefore all reasonable containment already established is still in place. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. The overall complaint was unconfirmed as the observed condition of the vapr 3.5mm side str -ea would not contribute to the complained device issue.¿ based on the information currently available, the potential cause is traced to manufacturing. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: updated device evaluation: upon further investigation, the evaluation of the device has been revised to confirmed with the following findings: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that was in a used condition and was not returned in its packaging, the active tip had signs of activation. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that an output short error code was displayed when activating the ablation function using both the foot pedal and hand controls. The electrode will be sent to the manufacturer for further evaluation. The supplier performed an evaluation with the following results: device was received only in the bag, the tip was in a used condition, the ceramic tip was heavily marked, no other anomalies could be observed on the device. Further inspection revealed that tissue debris blocking the suction path at the distal tip. The blockage was identified by inserting a thin gauge wire in the suction path. The electrode failed the hipot electrical test and activation functional test, thus the complaint can be substantiated. The customer's device was manufactured in march 2024. A DHR review has been performed for the complaint device lot number; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer stated that the electrode was 'less energized, began to make sounds, and displayed an error message for a brief moment. Further inspection recorded that the suction holes was blocked around the distal tip. The investigation replicated the customer's 'output shorted error'. The electrode failed the hipot and activation tests, thus the complaint can be substantiated. The physical complaint device has been returned to atl UK for investigation. From investigation were able to confirm a fault with the complaint device substantiating the customer reported issue that the device displays an output shorted error. The device failed electrical testing, also failed functional testing displaying an output shortage error when activated and flow rate tests failed to meet the required specification. Further investigation was conducted by the atl UK process engineering team which confirmed a leak between the inner and outer shaft resulting in saline to short between the two shafts and created an arc inside the shaft which caused the output short. To detect the leak the electrode was dismantled, the active tip was sealed off and a positive pressure of water was applied to the enteral adapter. While checking for leaks appearing along the suction tube path, saline could be seen emanating from a gap between the return shaft and active suction tube. The exit point of the leak strongly suggests an incomplete adhesive bond at the distal end which is further evidenced by melting of the heatshrink at the point the inner shaft meets the ceramic tip which is the arcing point and cause of the output short. The failure mode seen is consistent with previous complaint devices investigated under CAPA investigation caused by an insufficient amount of glue dispensed between the active shaft and the ceramic resulting in leakage path for saline to enter. The CAPA indicated the root cause of the problem and the corrective actions on june 2019, the customers complaint device was manufactured with a similar issue after the implementation of process improvements. The defect seen is a known failure mode. Loss or deterioration of function could lead to the procedure delay and as an outcome of that to the increased procedure time-patient being under anaesthetic for extended period of time. Over the last 12 months devices have been shipped. A review of our complaint data over the last 12 months shows the occurrence of this defect is an isolated case and the frequency is in line with the predicted failure rate in the product risk analysis and remain as alra and no further action has been recommended. As detailed, all tripolar 90 electrodes are 100% inspected for leaks as part of their product test regime on cell 5 automatic tester therefore all reasonable containment already established is still in place. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue.¿ based on the information currently available, the potential cause is traced to manufacturing. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.